Event description:
It was reported that the customer experienced two low blood glucose events. Blood glucose value went down to 50 mg/dl. It was reported that the customer had difficulties with carbohydrate counting. Customer keeps a journal of the meals that she often has to assure best blousing practices. Customer is concerned about overcompensation on carbohydrates. Customer has a nutrition class coming up soon. It was also stated that the customer experienced skin irritation at the infusion set site. She declined to troubleshoot. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.